Event description:
The radiologist attempted arteriotomy closure with a techstar xl6f device. The anterior needle did not present, but was partially deployed and remined inside the barrel. Back down was attempted; the posterior needle backed down but the anteior remained stuck in place inside the barrel. The radiologist attempted to redeploy. The posterior needle presented in the hub. The physician reported that the needle was curled. The patient was taken to surgery for device removal and required arterial repair.